Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No root cause could be determined as the complaint could not be confirmed. UDI details were unknown.

Event description:
It was reported that the pump's delivery was inaccurate. The logs show an issue with a programming error and understanding of how the pump works. The customer understood the explanation. No patient injury was reported.